Event description:
It was reported, the physician attempted to place a lead for a trial procedure on (B)(6) 2013. The patient became very uncomfortable and could not tolerate the lead placement procedure. The procedure was abandoned. The lead was not returned to sjm.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.